Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically compressed, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix compressed.

Event description:
It was reported that during the implant procedure, the right atrial lead had very high impedance. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.